Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to peri-prosthetic fracture revision njr number: (B)(4). Side: r. Primary asa: p2 - mild disease not incapacitating mhra reference no: (B)(4).